Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. Reported issue for the device was b30 scope communication error. Since the device is not returned, a root cause cannot be conclusively determined. However, the customer communicated that b30 errors did not occur with the 160 series scope and with another 190 series scope. Customer believes the b30 error was received because of the scope. The probable cause for the issue is that foreign objects such as dust, dirt, and the remainder of the chemical solution attached to the electrical contact point of the 190 series scope which was used when the b30 error was received. When dust or soiling is attached to the electrical contact point, the communication between the video processor and the scope cannot be performed normally, and a scope communication error (b30) occurs. Scope communication errors (e216) occur when successful communication occurs at the time of activation but a certain communication failure period subsequently occurs.

Manufacturer narrative:
Due diligence has been executed for this event. There is no additional information available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had a b30 scope communication error message with some scopes. The device was powered off when plugging the scopes in and the gold contacts cleaned. The socket of device was checked for debris or damage and none was found. The digital cable was also reconnected. There was no reported patient involvement.